Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.

Event description:
It was reported that bd unknown blood leaks out of control plug. It was reported by customer that blood control valve didn't work on cathena and blood spilled onto the bed and floor. Blood control valve didn't work on cathena. When clinician retracted the needle the valve didn't work and blood spilled onto the bed and floor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.